Event description:
During a bronchoscopy, the injection gold probe tip came off in the scope and was retrieved. The procedure was successfully completed with another device. There were no pt complications. Upon eval of this device it was noted the tip with the needle guide tube had detached from the catheter. The device was returend and evaluated by this MFR. The engineering eval indicated the ceramic tip with the needle guide tube was detached from the catheter. The i.d. Of both catheters was found to be within drawing specifications. Evidence of threading and glue was found. The cause of failure could not be determined. One other device was also used in this procedure (please reference 6000123-2003-00011). Co believes user technique and/or pt anatomy may have contributed to this event. However co is unable t determine the relationship between the device and the cause for this event.